Manufacturer narrative:
Evaluation conclusion: the manufacturer only investigated the returned oxygen blending module board.

Event description:
A ventilator's oxygen blending module board was returned to the manufacturer for evaluation. The device was not in patient use. During the evaluation at the manufacturer's quality assurance laboratory, the root cause of the oxygen blending module board failing was due to a faulty crystal (x1).